Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the emergency room on (B)(6) 2016 due to high blood glucose and diabetic ketoacidosis. The customer was vomiting and though she had the flu. They went to their health care professional. The doctor sent her to the emergency room. There was no alarm from the insulin pump. The hospital found that they had a bent cannula. The customer¿s blood glucose level at the time of admission was 600 mg/dl. They were treated with insulin and intravenous drip. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose level was 110 mg/dl. Troubleshooting was performed. There was no noted malfunction from the device. The device will not be returned for analysis.